Manufacturer narrative:
Another rwo will be submitted for this repair.

Event description:
It was reported by repair work order that the surgistool was missing assembly upon delivery. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the surgistool was missing assembly upon delivery. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the manufacturer's investigation it was determined that the arm rest would lower unexpectedly due to the clamp bushing being missing. The customer was sent a clamp bushing so that the unit could be repaired.